Event description:
Staff attempted to draw pt's blood using a 21 gauge becton dickinson needle. Was unable to penetrate skin with needle. Staff noticed a scrape on pt's skin. Observed a sharp hook on the needle, which scraped the pt's skin over the right antecubital vein.